Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more blood product than intended. At 2400, the device was programmed to deliver an unspecified volume of "packed red blood cells" at a rate of 300ml/hr and the delivery was started. Reportedly, the pt rec"d the blood infusion in 1.5 hrs instead of the intended 3 hrs. At this time, the physician was notified. The pt was treated with an unspecified dose of lasix and transfusion of the fourth unit of blood was "deferred". There were no reported adverse pt sequelae. The customer indicated that "the programmer reversed rate to be infused with the volume to be infused". Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact stated the event was the result of an operator error.